Event description:
It was reported that a dexcom g6 sensor initially showed no signal, and during the call the user confirmed glucose readings were visible since the prior night; troubleshooting and education were completed, and no alerts or alarms occurred. Symptoms included no reported adverse clinical effects, and blood glucose was not affected. Outcomes included no impact to health and no need for medical care. Investigation included a review of the pairing and communication behavior between the sensor and responsible device. Investigation of this case revealed an intermittent connection issue with unsuccessful pairing at first, with no responsible device identified and no ongoing device malfunction observed once readings resumed. It was concluded, based on previously established findings for similar reports, that the cause was transient cgm-to-ilet connectivity behavior that resolved through standard pairing steps.